Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. Internal and external inspections found fluid intrusion. Fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly causing the power entry fuses to blow resulting in a power failure and earth leakage. The cause for the rite failure of earth leakage was a malfunctioning pump assembly due to fluid intrusion. The device was identified to be scrapped. A review of the service history revealed the previous device servicing did not caused or contribute to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.